Event description:
It was reported that the patient was experiencing chest pain with activity and pacemaker syndrome. It was also reported that there was undersensing and low impedance on the atrial lead. The device was reprogrammed to a new mode. The lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.